Event description:
The facility reports while transferring the resident from the bed to a chair the resident pulled their leg upward and their body forward, knocking the leg clip off the pin. The resident fell out the right side to the floor, hitting their head on the base of the lift and suffering a laceration to their head.